Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1283411) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: adc blood glucose meters do not provide blood glucose results in excess of 500 mg/dl. Any reading greater than 500 mg/dl will display as "hi". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he began to experience frequent urination, blurry eyes, was nauseated, dizzy and weak, but when he attempted to test using his adc blood glucose meter "it would not read (his) blood" and he "couldn't remember if (he) saw the countdown or not". Customer further reported he then tried again, using his friends test strips (unknown type), and reportedly received a reading of "530-531 mg/dl". Customer self-treated with 35 units lantus glargine insulin (regular dose) and water. Paramedics were called and upon arrival initiated an intravenous infusion of unknown type, administered oxygen and an unspecified amount of insulin and transported customer to the hospital. Customer was diagnosed with hyperglycemia and treated with continuing unspecified intravenous infusions, insulin and an unspecified "pill". Customer also reported being diagnosed with "very high or erratic ac1 count". There was no report of death or permanent injury associated with this event.